Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch down cable broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at wrist are not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, wires broke near the tip of the fenestrated bipolar forceps instrument. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.